Event description:
It was reported, that "the cuff couldn't be blocked because of a defect of the balloon." Note: there was no reported pt injury and/or change in therapy. The involved device has not been returned for eval as of the date on this report.